Manufacturer narrative:
(B)(4) the complaint mr290 autofeed humidification chamber was not returned to fisher & paykel healthcare in (B)(4) for evaluation. Without examining the complaint device we are unable to confirm a fault with the device. The distributor reported that the subject mr290 chamber has a leak. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290 state the following: - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarm."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the mr290v vented autofeed humidification chamber was leaking during use. There was no reported patient consequence.